Event description:
After completing six cases without incident, the table moved from the vertical position towards the horizontal position with a pt on the table and a loud 'crunch' was heard with no visible collision. The table moved the rest of the way to the horizontal position and some imaging was performed. Then the table was moved again towards the vertical position when another loud 'crunch' noise was heard as the table approached the upright position and at this time the c-arm dropped suddenly to the floor. No contact with the pt was made by the descending c-arm.